Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post implant this right ventricular (rv) lead exhibited high threshold measurements with loss of capture (loc). There were also several instances of premature ventricular contractions (pvc) after rv pace. Surgical intervention was performed to reposition the lead. The lead was repositioned from the rv to the right atrial (ra) but the lead dislodged. Attempts to reposition it were unsuccessful as the lead tip got caught in the chordae tendinae of the tricuspid valve. Attempts to release the lead were unsuccessful. The impedance had decreased from 890 to 220 ohms. Insulation damage was suspected and the lead was capped.